Event description:
One patient with discrepant calcium results. Initial result 7.2 mg/dl, repeat 8.6 mg/dl. Initial result was reported, patient was not adversely affected. The field service rep was unable to determine root cause but noted he replaced the probes and the r1 liquid level detection circuit board. Performance tests were performed.